Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. Following the reset, the cgm error did not recur, and the caller successfully started their sensor session.